Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-00676. It was reported the pt (B)(6) is experiencing an increase in pain in an intercostal nerve distribution due to the implantation of the scs system. Surgical intervention will be undertaken at a later dated to address this issue. The reported pain is currently being treated with medication. No further info is available.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.